Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens remotely investigated the instrument data and found a mix check flag. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced sample probe 1 (s1) mixer, aliquot probe, and s1 probe and ran quick check, s1 mix and overmix tests, recovering acceptably. The cse determined that quality controls (qcs) were within expected ranges and ran a study with 5 cups of serum, with 10 tests in each cup, on both dimension vista instruments, recovering well. The customer ran qcs, resulting acceptably. The cause of the discordant, falsely low glucose (glu) is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00411 on 06-jul-2018. Additional information (23-july-2018): siemens further investigated the instrument files. Siemens determined that the cause of the discordant, falsely low glucose (glu) result on the dimension vista 1500 instrument was due to a weak sample mix, which was resolved with the sample probe 1 mixer replacement. The instrument is performing according to specifications. No further evaluation of this device is required.